Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to physical stress. In addition to adhesive around objective lens being peeled due to deterioration or breakage of the adhesive, the additional evaluation findings are as follows: there was a bending section cover that had a scratch, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, video connector was deformed, label on light guide connector was peeled, indication on light guide connector was not correct, and label on video connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had defects of the connector. There was no patient harm associated with the event. The device was returned and evaluated, and adhesive around objective lens was peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue at the objective lens being peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined.the following information is stated in the instructions for use (IFU):¿[inspection of the endoscope]4.inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities.5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities.6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears.8. Wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.¿olympus will continue to monitor field performance for this device.